Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The mother stated the customer's blood glucose was around 400 mg/dl. Customer's mother did not want to troubleshoot for the insulin pump at the time of the call. No additional information provided.